Manufacturer narrative:
An asp fse assessed the unit onsite. The system was idle when he arrived. The monitor would not navigate after the customer rebooted the unit following an error message of h2o2 monitor low. The fse performed troubleshooting and found that the h2o2 detector assembly needed to be replaced and replaced it. He also found oil mist coming from the catalytic converter and replaced the oil mist filter assembly. He ran diagnostics and an empty chamber cycle. The system meets manufacturer's specifications.

Event description:
The customer reported a hydrogen peroxide delivery failure from their sterrad 200. An asp field service engineer (fse) was dispatched to assess the unit. The fse detected that the unit had oil mist escaping from the catalytic converter. The customer did not report any human reactions due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard evaluation and the failure mode effects analysis. The DHR (device history review) for sterrad 200 system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for "h2o2 delivery failure" and "haze/oil mist." Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. The hhe (health hazard analysis) relating to haze / oil mist is low risk. The fmea (failure mode effects analysis) is considered low risk. There was no product returned for investigation. The assignable cause for the h2o2 delivery failure was that the h2o2 detector assembly needed to be replaced. The oil mist that was escaping from the catalytic converter was due to a compressed gasket which did not provide a good seal. Therefore, the mist was escaping the unit.